Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, inaccurate measurement of the landing zone, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, movement of the delivery system by the operator, and a narrow sinotubular junction in aortic position. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e., minimal leaflet calcification), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (rapid deployment) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from france by our edwards lifesciences affiliate, embolization of the 23mm sapien 3 ultra valve into the left ventricular outflow tract (lvot) occurred. A 23mm sapien 3 ultra valve was to be implanted in the aortic position via transfemoral approach. During the procedure, when the valve was introduced in the native valve prior to inflation of the commander delivery system balloon, the patient went into asystole. The valve was deployed urgently during resuscitation maneuvers (cardiac massage and medication) and the valve deployed in the lvot. Another 23mm sapien 3 ultra valve was implanted successfully in the aortic annulus. The patient is doing well post-procedure.

Manufacturer narrative:
After additional review, it was determined that investigation results suggest/indicate procedural factors (rapid deployment during resuscitation maneuvers) and patient factors (patient decompensation) may have caused or contributed to this event. A supplemental MDR is being submitted to add additional code to h6 investigation conclusions.

Manufacturer narrative:
This is one of two reports being submitted for this case. Related report number added to section h10.